Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a tracheobronchial stent placement within the patient's intermediate bronchus the delivery catheter tip detached. The stent successfully deployed as desired by the physician. The physician then retrieved the catheter tip using scope suction. No additional consequences to the patient have been reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.